Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was not able to dispense, and error was shown device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 1 was not detected on bus. A field service engineer (fse) powered off station, removed all pockets and the system was rebooted, but the issue persisted. The retractor band appeared worn, so the fse replaced it along with the pyxibus controller board. After reinstalling the drawer and pockets, the station was rebooted and tested successfully, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.